Manufacturer narrative:
The device was returned for analysis. The reported kink was confirmed. Difficulty inserting the device into the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure via an 8f sheath. Reportedly, after dilation with an 8f dilator, the prostyle device could not be inserted due to anatomy and its shaft (black sheath) got kinked. Therefore, the physician stopped using it and used a new prostyle device. The sutures of two new prostyle devices were successfully pre-placed and the evar procedure was completed using an upsized 12f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.